Event description:
Venipuncture done with good blood return obtained. Collection tube wouldn't fill and the nurse noted leakage of blood from a tiny tear in the tubing at the distal end of the device.